Manufacturer narrative:
E1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. Infusion set fell after taking shower which led to instability of cannula leading to bent cannula. The blood glucose level was high (344mg/dl) and the patient treated with pump.